Event description:
First firing was successful. However, on the second firing, the knife blade would advance but staples would not form properly, stayed their legs straight. Over 200cc/under 500cc bleeding occurred. The incomplete staple line was closed by manual suturing, and then fired with echelon, the competitor's stapler. Patient: under observation.

Manufacturer narrative:
Initial report sent to FDA on 04/22/2008.